Event description:
It was reported that intermittent malfunction alarms occurred. Reportedly, the pump got wet. Customer¿s blood glucose (bg) level was "above 500 mg/dl", although a specific value was not given. Bg level was corrected with a bolus via the pump. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Per tandem's user guide: your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof.